Manufacturer narrative:
The customer did not respond to ge healthcare service request. Patient information requested 04/01/20, 04/02/20, and 04/03/20 via phone call. No patient information provided to date. Unique identifier: (B)(4).

Event description:
The hospital reported high co2 delivery. There was no report of patient involvement.